Event description:
Hill-rom received a report from the account stating the right siderail is not latching. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to a stuck latch. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech inspected the latch and move it couple of times to resolve the issue. Based on this info, no further action is required.